Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) central processing unit (cpu) and backlight inverters. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that an 840 ventilator's lower display was erratic. The ventilator was not on a patient at the time of the event.